Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after customer changed the cartridge. There was no reported adverse impact to customer's blood glucose. Although requested additional information regarding this event was not provided.